Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. The motor passed the motor test.

Event description:
The caller reported a motor error alarm during the rewind process. Troubleshooting was performed, and no damage to the drive support cap was noted. The insulin pump passed the displacement test. However, the insulin pump had given the motor error alarm multiple times. Advised the caller that the insulin pump would be replaced. Nothing further was reported.